Manufacturer narrative:
The pentaray device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical evaluation of the returned device were performed following bwi procedures. Visual analysis revealed that one spline of the device was bent and had a damaged electrode. The electrode was observed dent and partially lifted with no internal components were exposed. No other issues were observed during the visual inspection. The device was connected to the carto 3 system, and it was recognized and visualized; however, an electrode was visualized black on the system due to and open circuit on the tip area. This issue could be related to the electrode damaged on the spline of the device. A manufacturing record evaluation was performed for the finished device number lot 31026126l and no internal action related to the complaint was found during the review. The potential cause of the spline and tip damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The issue reported by the customer was confirmed. The carto 3 system instructions for use contain the following recommendation to minimize ECG noise: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify the proper connection. It is recommended to turn off the notch filter for this verification. The instructions for use of the device states: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a pentaray nav high-density mapping eco catheter for which biosense webster¿s product analysis lab (pal) identified one spline of the device was bent and had a damage electrode. Initially, it was reported that right after pentaray catheter was inserted into intracardiac, large noise was observed at potentials 11-12. The cable was reconnected and was replaced, and the issue did not resolve. When the catheter was replaced, the issue was resolved. The procedure was completed without patient consequence. The signal noise issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 27-may-2024, there was damaged electrode. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 27-may-2024.